Manufacturer narrative:
During device examination, the reported issue was confirmed: a cleaning brush could not be inserted into the channel. Examination of this area showed the channel was clogged and the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that during reprocessing, a cleaning brush got stuck in the channel. The device was returned to olympus for evaluation. During evaluation, white foreign material was found in the air/water tube and air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9(date returned to manufacturer), e1(first name, last name , telephone number, email address removed and establishment name changed to olympus ),e2,e3 and g2(the user facility checkbox should be left blank.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely that the user did not perform or complete reprocessing before sending the device to olympus, leading to the air/water cylinder and air/water channel containing foreign material malfunction. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.